Event description:
The customer reported an ECG failure. We are unable to determine is there was an issue with 3 lead, 12 lead, or pads/paddles ECG.

Manufacturer narrative:
(B)(4). The customer reported an ECG failure. There was no pt involvement. The device was sent to the philips and over, ma bench for evaluation. The customer did not send cables in with the device. Although there were attempts to obtain the cables, they were not able to be retrieved form the customer. The issue was unable to be reproduced at the bench during evaluation. The device passed all required testing and was returned to the customer site for use.